Event description:
Caller reported she reached into a box of softclix lancets and was stuck by an uncapped lancet in the box. No adverse event reported. A request was made for the return of the lancets, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.